Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal fragment was received. The performance of the lead fragment was scrutinized, including a visual and electrical inspection. During analysis signs of abrasion were found along the lead fragment and the insulation was found rubbed through. This insulation damage can be considered as the root cause for the observed issues as mentioned in the complaint description. Based on the characteristics as well as the location of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress as a result of an interaction between the lead body and a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Due to the fragmented state of the lead a mechanical analysis was not feasible and the electrical analysis was limited to the dc resistance of the lead fragment. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to noise. The physician decided not to replace this lead and the patient was implanted with a single chamber ICD. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.